Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a replacement procedure, with a unipolar lead implanted in 1985, spikes were visibles on the ECG but no capture even if the pacemaker was in the pocket. The physician has interrogated the pacemaker with the programmer and once the telemetry head was placed on the pacemaker, the ventricular captures have started.

Manufacturer narrative:
The conclusions are as follows: - at the first step of this algorithm during the lead connection confirmation, the ventricular lead impedance was measured at 92 ohms. This very low impedance value can explain the difficulty to obtain a ventricular capture and is probably due to the lead itself (wear and tear). - nevertheless, at the second step of the automatic implantation detection, the ventricular lead impedance was measured at 588 ohms in unipolar which allowed a polarity programming in unipolar. - finally, the automatic implantation detection has been correctly completed with a polarity programmed in unipolar. - based on the available information, no issue is suspected on the subject pacemaker.

Event description:
Reportedly, during a replacement procedure, with a unipolar lead implanted in 1985, spikes were visibles on the ECG but no capture even if the pacemaker was in the pocket. The physician has interrogated the pacemaker with the programmer and once the telemetry head was placed on the pacemaker, the ventricular captures have started. There is no information about the lead implanted in 1985.